Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400td serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the device. Visual inspection found that the device arrived with disassembly. Evaluation of the inner tube found that the shaft was missing the cutting tip. An observation of the outer shaft tip found a broken hood, a potential sign of metal debris production. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use. According to dfu-0215 a revision 1. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices are likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a sales representative that an ar-8400td torpedo had an issue. The inner blade "exploded" and came out of the aperture. This occurred during a knee arthroscopy procedure on (B)(6) 2023 inside the patient. When the inner blade fragmented and came out of the aperture, a solid piece broke off inside the patient, but no debris was produced. The fragment was removed from the patient. A new ar-8400td torpedo was opened and used to complete the procedure successfully. A slight case delay of 1-2 minutes was reported, and it was unknown if additional anesthesia was administered. There was no adverse effect on the patient.